Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis. Customer¿s blood glucose was 483 mg/dl. Customer¿s current blood glucose was 206 mg/dl. Customer reported that she knows how to correct her condition since she is a nurse. The insulin pump will not be returned for analysis.